Event description:
This is report 1 of 2 for the same event: it was reported that during a lumbar surgery, it was observed that the motor on the motor device ran hot when in use with the attachment device. The reporter claimed that the attachment device was submerged in water prior to the attachment to the motor device. There were no delays to the planned surgical procedure as spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.